Event description:
On the third attempt, in an unspecified site, device was successfully placed. As the site was being dressed, about 2 minutes after insertion, the pt became flushed and his ears and neck were red. Then pt had emesis, brown in color; swollen lips; body itching and slurred speech. It was also explained that he also became agitated and incontinent of urine which were not usual behaviors. The pt remained conscious and alert but color ashened and bp dropped to 78/50. The device was immediately removed and 50 mg IV benadryl was given via an existing peripheral line. The ems called. His blood sugar was checked to be 176 before he was transferred to the hosp for 24 hr observation. He was released home the next day. The pt had a similar device in for 10 weeks and it was removed, prior to this insertion, after it became sluggish.